Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer was missed with magnet. A field service engineer performed work on the stand-alone work order (B)(4). Replaced inseparable magnet to resolve issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system full height cubie drawer did not recognized as closed, causing delay in dispensing medication. There were no adverse events or injuries reported based on this event.